Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an o-ring on the pneumatic tap. Reportedly, the user did not remove the o-ring, successfully loaded a new cartridge, and resumed insulin delivery. A follow up with the user on (B)(4) 2017 confirmed that there was no o-ring on the pneumatic tap and that the user was referring to the rubber rack push rod which is a normal part of the pump. The user stated that their blood glucose (bg) level was 450 mg/dl. The user addressed bg level with a manual injection, changing the supplies, and delivering a bolus via the pump. Reportedly, the user bg level lowered to 71 mg/dl due to delivering too much insulin via the pump and the manual injection.